Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 260 and 200mg/dl. Tests were done within 10 mins. Pt retested using different fingers. Pt did not report any adverse events. No further info has been reported.